Event description:
It was reported that the patient experienced hypoglycemia after performing a supply change and being disconnected from the body while filling the tubing, with a glucose value of 65 mg/dl noted. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent correction of glucose levels, with no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.